Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the returned complaint device on (B)(6) 2020 and additional event information was received on 12/21/2020. A supplemental 3500a report will be submitted once the product investigation has been completed. [Additional information]: the healthcare professional reported that during the coil embolization targeting a cerebral aneurysm, the 1.50mm x 2.00cm galaxy g3 mini coil (glm915020 / 30366403) was inserted into the concomitant sl-10® microcatheter (stryker), but there was resistance felt between the coil and the hub of the y-connector. The complaint coil was replaced with another 1.50mm x 2.00cm galaxy g3 mini coil from a different lot number and the procedure was completed without any problem. There was no report of any patient adverse event or complication. Additional information indicated that excessive force was not applied to the device. E.1: the initial reporter phone: (B)(6) the manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the coil embolization targeting a cerebral aneurysm, the 1.50mm x 2.00cm galaxy g3 mini coil (glm915020 / 30366403) was inserted into the concomitant sl-10® microcatheter (stryker), but there was resistance felt between the coil and the hub of the y-connector. The complaint coil was replaced with another 1.50mm x 2.00cm galaxy g3 mini coil from a different lot number and the procedure was completed without any problem. There was no report of any patient adverse event or complication. Preliminary photo images of the complaint device were captured by the j&j japan affiliates and included in the complaint file on 16 november 2020. Based on the review of the photos by the product analysis lab on 03 december 2020, it was observed that the 1.50mm x 2.00cm galaxy g3 mini coil is in stretched and twisted condition inside the introducer. Based on the review of the photos, the event has been deemed MDR reportable as a ¿malfunction.¿ [photo analysis]: preliminary photo images of the complaint device were captured by the j&j japan affiliates and included in the complaint file. Based on the review of the photos by the product analysis lab, the embolic coil was observed in stretched and twisted condition inside the introducer. No other damages / anomalies were noted. The issue documented in the complaint that resistance was encountered between the coil and the hub of the y-connector during insertion into the concomitant microcatheter cannot be confirmed based on the photos provided by the affiliate. However, the condition of the coil as observed in the photos may have been contributing factors to the reported issue. The complaint device was returned for evaluation. The investigational finding is documented below. Investigation summary: the non-sterile 1.50mm x 2.00cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. The marker band was found at 37 cm from the hub; this is within specification. The device was observed to be in good condition with no appearance of damage or anomaly. Microscopic inspection was performed. The embolic coil was observed stuck inside the coil introducer in stretched condition. This is consistent with the preliminary photo images of the complaint device provided by the j&j japan affiliates. Functional testing was precluded due to the condition of the embolic coil; it is stretched and stuck inside the introducer. A review of manufacturing documentation associated with this lot (30366403) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint documented that during the procedure, the 1.50mm x 2.00cm galaxy g3 mini coil was inserted into the sl-10 microcatheter but resistance was felt between the coil and the hub of the y-connector. The reported issue related to resistance could not be confirmed through functional testing as the condition of the device precluded it from functional evaluation. The embolic coil was stuck inside the introducer and in stretched condition, this may have been a factor of the reported issue with resistance or it may be a result of the resistance reported. Coil stretching is a known potential issue associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue from occurring. Stretching can occur during procedure handling where force may have been inadvertently applied. The stretched condition of the embolic coil was not originally reported with the complaint. The exact cause of the observed stretched condition could not be conclusively determined; however, it may have been the result of inadvertent force that may have been applied when the coil encountered resistance as reported in the complaint. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1.50mm x 2.00cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in a stretched condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event of failure to detach was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. The name, phone and email address of the initial reporter are not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Appropriate term/code not available (g07002) was used as the device has not yet been returned. [Photo analysis]: preliminary photo images of the complaint device were captured by the j&j japan affiliates and included in the complaint file. Based on the review of the photos by the product analysis lab, the embolic coil was observed in stretched and twisted condition inside the introducer. No other damages / anomalies were noted. The issue documented in the complaint that resistance was encountered between the coil and the hub of the y-connector during insertion into the concomitant microcatheter cannot be confirmed based on the photos provided by the affiliate. However, the condition of the coil as observed in the photos may have been contributing factors to the reported issue. Further investigation will be performed when the device is returned. A review of manufacturing documentation associated with this lot (30366403) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization targeting a cerebral aneurysm, the 1.50mm x 2.00cm galaxy g3 mini coil (glm915020 / 30366403) was inserted into the concomitant sl-10® microcatheter (stryker), but there was resistance felt between the coil and the hub of the y-connector. The complaint coil was replaced with another 1.50mm x 2.00cm galaxy g3 mini coil from a different lot number and the procedure was completed without any problem. There was no report of any patient adverse event or complication. Preliminary photo images of the complaint device were captured by the j&j japan affiliates and included in the complaint file on 16 november 2020. Based on the review of the photos by the product analysis lab on 03 december 2020, it was observed that the 1.50mm x 2.00cm galaxy g3 mini coil is in stretched and twisted condition inside the introducer. Based on the review of the photos, the event has been deemed MDR reportable as a ¿malfunction.¿